Event description:
The reporter stated that the surgeon was inserting a +19.5 collamer lens into pt's eye, and the foam tip plunger over-rode the lens and tore the lens during insertion. The incision was enlarged to remove the lens and another model lens was inserted and suture used to close to incision.